Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the began "overheating" while plugged in to charge. Subsequently, a temperature alarm occurred. Customer's blood glucose level was approximately 100 mg/dl. Customer continued to use the pump for insulin therapy.